Event description:
Customer reported on a bravo ph capsule that failed to attach, according to the physician the plunger would not turn and he could not pull it out. The pt was not injured following the procedure.